Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a off no power alert without a low battery alert prior. The customer stated a new battery was inserted, but the insulin pump still had a off no power message. The customer's blood glucose was 96 mg/dl. The customer stated the insulin pump was not dropped or bumped. Customer also reported this was the second occurrence a off no power without a low battery warning. The customer was advised the insulin pump needed to be replaced. The insulin pump will be returned for analysis.